Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not function properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was placed on the in-house system and passed the recognition and engagement tests. The instrument was connected to in-house energy generator. The instrument failed the energy delivery test. Electrical continuity test failed in one of the grips. No damage found on conductor wires. The instrument passed energy recognition, however, fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypo tube-cable junction. The internal hypo tube junction is within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken on the proximal end was attributed to manufacturing process.